Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported shaft fracture occurred. During the advancement of a .035 rubicon catheter over a .035 non bsc guidewire, the catheter broke while trying to do an exchange. The fracture occurred outside of the patient no complications were reported.

Manufacturer narrative:
Patient age at time of event: 18 years of age or older. (B)(4).

Event description:
It was further reported the target lesion was located in the superficial femoral artery (sfa). The catheter would not back out over the guidewire. The catheter was manually pulled out and broke while removing. The patients status was stable upon completion of the procedure.